Event description:
It was reported that during implant the physician implanted the ventricular lead with sensing and impedance ok. As the surgery went on the sensing decreased, and the impedance increased and stayed at high levels. The decision was made to remove the lead and replace it.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.